Event description:
In 2009, the patient reported receiving an e4 (occlusion) error on her infusion device which led to elevated blood glucose of 410 mg/dl. She stated that she attempted to prime the infusion tubing and e4 was displayed again. She was instructed to disconnect the infusion tubing and she was able to prime through the adapter without error. She stated there were no air bubbles in the insulin cartridge. The adapter had been in use for one month. She changed the infusion tubing and primed without error. She reconnected to the infusion site and bolused without error. She stated she recently began using infusion sets with a shorter cannula length in an attempt to resolve issues with occlusions and the errors have continued. She was sent information on infusion site management, sample infusion sets, and an infusion set insertion device. She stated she believes the infusion device was the cause of the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.